Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that ih-liss racks have noticeable low volumes in wells 9 and 10 causing a "liq error" message on the ih-1000. The customer provided images which confirmed the reported issue. Furthermore our quality control laboratory investigated their retention samples and could confirm the customer´s complaint. Risk assessment: the suspension of red blood cells prepared with lis from underfilled wells and the following dispension into ih-cards may result in a liq-error message on the ih-1000 or may result in abnormal pellet sizes which may cause uninterpretable, or in very rare cases, potentially erroneous results on the ih-1000. Uninterpretable results may require retesting or further result verification including visual inspection by the operator. Impact for the patient: very weak incompatible crossmatches might be missed in rare cases. Based on the risk assessment bmd sent an "urgent medical device correction" letter to affected customers. In this letter the customers are advised to stop using the affected lot of ih-liss rack. FDA will be notified of this field action.